Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in an inner shunt in a mildly tortuous and severely calcified vessel in the forearm. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured in a pinhole form upon second inflation at 8 atmospheres for 30 seconds. The device was removed without any problem and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 5mm proximal of the distal markerband. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in an inner shunt in a mildly tortuous and severely calcified vessel in the forearm. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured in a pinhole form upon second inflation at 8 atmospheres for 30 seconds. The device was removed without any problem and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.